Manufacturer narrative:
Analysis found that they were unable to confirm the customer's fault. The motor is not rotating hence unable to perform the temperature test. The thumb wheel was jammed. The connector has dent. The cable has kinks. The motor cable assembly was found faulty and needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was heating and stucking prior to use. There was no patient involvement.